Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider reported a left side deflation. The device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, one linear opening and yellow particles in device inner surface. A microscopic analysis and leak test were performed which identified one opening crease smooth, wear abrasion and void >1 mm in non-textured, valve-to shell-bond area. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one opening crease smooth in the side posterior assessed as fold flaw opening.